Event description:
It was reported that the patient underwent abdominal wall resection and prosthetic reconstruction due to recurrence of colon adenocarcinoma on (B)(6) 2015 and mesh was implanted. Following the procedure, the patient was in good clinical condition and was discharged from the hospital on (B)(6) 2015. The patient returned to the doctor¿s office with enteral secretion by the surgical incision. An explorative laparotomy was performed and found enteral secretion in the abdominal cavity, multiple adhesions in loops, adherence and perforation of the small intestine in two places. The mesh was removed. Enterorraphy was performed in two planes with suture and abdominal wall closure with suture and other materials. The patient was sent to the ICU. It was reported that the patient is in the hospital, receives daily dressing changes, is fasting and on total parenteral nutrition and antibiotics. There is no forecast for hospital discharge.

Manufacturer narrative:
Date sent to the FDA: 08/12/2015, additional information: death. Additional narrative: it was reported that the surgeon opined the mesh adhered to the bowel and a fistula was created. The surgeon made several attempts to close the fistula but the fistula was not closed. The surgeon opined that the patient had a generalized infection and died.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information: contact office: (B)(4).